Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Prior to the res on-site evaluation, the biomedical technician replaced the distribution board of the machine, as well as the power supply assembly, actuator cables, and a heater element in order to repair the unit. On (B)(6) 2016, a fresenius res went to the user facility to perform a machine evaluation. As the parts had already been replaced by the user facility biomed, no repairs were performed by the res. Machine functional checks were performed; the machine passed all diagnostic testing. No malfunction of the 2008k hd machine was observed or identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. The res confirmed the unit was operational and ready to be returned to service. The biomed stated that this machine is a back-up; therefore, it is not currently known if the unit has been placed into service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The system was repaired by the biomedical technician prior to the on-site evaluation performed by the fresenius res, therefore, the issue was not able to be duplicated. However, the res confirmed that the unit was operational and ready to be returned to service at the user facility.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
An inpatient user facility biomedical technician reported that on (B)(6) 2016 a fresenius 2008k hemodialysis (hd) machine began to smoke while the operator cycled heat disinfection mode on the machine. The machine began smoking in the first couple of minutes into the heat disinfect cycle. The machine was a back-up machine. The smoke originated from the terminal block where the heater wires are plugged into the distribution board; the machine power was unplugged, and the flames extinguished on their own. The fire department did not need to be contacted and no fire extinguisher was needed. The biomedical technician reported the heater wires shorted out. The most recent system maintenance check was a preventive maintenance (pm) performed on (B)(6) 2016. The machine age is around 20,000 hours. The original distribution board and heater wires were in the machine at the time of the event and were not replacement parts. All electrical outlets in use at the facility are gfci certified. The biomedical technician replaced the distribution board of the machine, as well as the power supply assembly, actuator cables, and a heater element in order to repair the unit. On (B)(6) 2016, a fresenius regional equipment technician went to the user facility to perform a follow up to the previously reported events and an on-site evaluation of the unit. The parts had already been replaced by the user facility biomedical technician and no repairs were performed. The machine passed all diagnostic testing. The service to the machine was completed and the machine was returned to service.